Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had a hard and stressful bowel movement. Additional information was received one day later. The patient had the worse day since the evaluation started. The patient had 2 accidents where they could not make it to the bathroom and felt pain coming from the bladder to the bowel area and stool came out. When the patient sat down, it felt like they were sitting on a tennis ball. The patient was assisted with changing to program 2 at 2.5. Additional information was received on 2017-may-07. The patient felt a sharp pain/spasm in their prostate area. The patient had a suprapubic catheter and leaked yesterday; the catheter backed up and caused pressure in their bladder. The patient was able to flush it out and the pressure was eliminated. The patient also had burning and rated their symptoms at a 3 and was disappointed. The patient adjusted stimulation to a more comfortable level to relieve spasms. Additional information was received two days later. The patient still felt the spasms come on, which led to pressure from the front to back and caused them to lose control of their bowels. The patient was not happy with their progress in the program. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.